Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure the patient returned to the operating room due to bleeding (per the manufacturer's instructions for use, bleeding listed as a perioperative risk of the aquablation). The bleeding was attributed to remnant prostatic tissue, which was addressed by performing a resection of the prostate (turp) surgical procedure. The patient was reported to be in good condition. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned and it is currently in use at the user facility. The investigation of this event is based on the information received, plus a review of the device history record, IFU, and similar complaints. A review of the device history record (DHR) for ab2000-b rev. G/serial number: (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. A review for similar complaints under ab2000-b rev. G/serial number: (B)(6) confirmed no other similar events reported to procept biorobotics. A review for similar complaints across all systems confirmed 27 similar events. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. No malfunction of the aquabeam robotic system was reported. Based on the information received plus review of the DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.